Event description:
During manufacturer review of a patient's vns programming history, it was noted the patient off time was 60 minutes upon interrogation on (B)(6) 2009. The off time was corrected this day. The previous interrogation was on (B)(6) 2006 and the off time was 5 minutes. It is likely a faulted systems diagnostics test occurred at some point between (B)(6) 2006 and (B)(6) 2009. Attempts for additional information are in progress.

Event description:
Attempts for additional information from the treating neurologist have been unsuccessful as the physician declined to provide any additional information.

Manufacturer narrative:
Analysis of programming history.